Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the aorta using a pod packing coil (pod pc). During the procedure, while attempting to load the pod pc into the hub of a lantern delivery microcatheter (lantern), the back of the pod pc pusher assembly kinked; therefore, it was removed. The procedure was completed using a ruby coil and the same lantern. There was no report of an adverse effect to the patient.